Event description:
Stent dislodged while deploying. The pt was sent for CABG.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. Additional info will be submitted within 30 days of receipt.